Event description:
Respiratory therapist noticed water droplets leaking outside of the cartridge bag. Siemens was notified and they replaced the cartridge. At least 3 other cartridges were found defective. Siemens technical support was involved to troubleshoot. In april 2012 siemens issued an advisory notice.======================manufacturer response for rapidpoint measurement cartridges, rapidpoint measurement cartridges (per site reporter).======================they have been troubleshooting the problem prior to issuing the advisory notice. They accepted the defective products back and provided new ones.